Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was not following proper load techniques to fill the cartridge. Tandem technical support provided education on proper load technique. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.